Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. Functional testing found that device displayed error code 42224 but was not in red screen display during power up. The investigation determined that a faulty microprocessor borad was the cause of the reported issue. The microprocessor board was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code 42224 and a red screen. The issue was discovered during testing and there was no patient involvement.